Event description:
A customer reported that the wake button on their device was delayed, and the area around the screen as well as the cover around the charging port were broken. There was no adverse impact on the customer's blood glucose level. The customer declined further troubleshooting, and no additional actions were reported.